Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the console device shut off on its own and did not display any error codes. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the there was no alleged malfunction against the console device used in the procedure. It was further noted that the device will not be returned for evaluation. Therefore, this report was submitted in error. No further investigation regarding the console device will be performed at this time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: it was documented in the previous report that there was no alleged malfunction against the console device; hence, MFR report number 1045834 - 2016 - 12315 was retracted. However, the device was returned for evaluation which confirmed the reported condition that the device shut off on its own. Therefore, this complaint became reportable and MFR report number 1045834 - 2016 - 12315 has been reinstated. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device shut off on its own. Therefore, the reported condition was confirmed. It was further determined that the cover was cracked and the console shut off when the air pump came on. It was further determined that the power supply was not working properly. It was determined that the issue with the power supply and the cracked cover was due to mishandling of the device by dropping or hitting the device against something cracking the cover and damaging the power supply. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.